Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarms with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) stated she connected her extension lines after priming. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to close the clamps and cycle power to clear the alarms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp advised that she was able to continue therapy with manual supplies. There was no patient injury or medical intervention reported.